Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00198 (400473163 na766t). 9610612-2020-00198 (400473164 na766t). Explanation and rationale: the density of the insert was analysed and found to be complying with the delivery specification for biolox® components. The microstructure as obtained from the quality documents fulfils the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the insert as a result of contact with metal parts after the primary fracture event and during the revision surgery. Due to the high amount of missing fragments from the taper region of the insert the primary metal transfer cannot be evaluated comprehensively. Intensive metal transfer on the rim of the insert indicates impingement between the metal stem and the ceramic insert. However, it cannot be ascertained whether this impingement occurred prior to or after the primary fracture event. Due to missing fragments it can neither be affirmed nor excluded that the screw head got on contact with the ceramic insert. Due to secondary damages and missing fragments the primary fracture surface and the region of the fracture origin cannot be found. On the polished surface of the fragments of the insert a clearly restricted area with increased wear can be found. However, it cannot be ascertained whether these areas were generated by microseparation/ edge loading prior to the fracture or caused by ceramic fragments and third-body-wear after the primary fracture event. Scratches can be found on the screw head, which potentially occurred during the primary surgery or the revision surgery, respectively. The screw heads do not show any sign of recurring contact with the ceramic liner, e.g. Zones of wear and abrasion. Due to missing fragments and secondary damages, it cannot be drawn any conclusion regarding a possible cause for the fracture of the insert. The evaluation of the ceramic components is based on the investigation of the manufacturer of the ceramic components (company ceramtec gmbh, plochingen, germany). Data is filed under kiv 20 06 02 at ceramtec gmbh. According to the 8 d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with plasmacup fixation screw. It was reported that a patient who received a total hip arthroplasty (tha) 10 years ago had pain around (B)(6) and visited the hospital on (B)(6) 2020. The ceramic liner was found damaged, and revision surgery was performed on (B)(6). The patient had pelvic tilting, and which caused increase of ante version. As a result, edge loading was observed, which is considered to have caused the damage of the ceramic liner. The screw in the cup was protruding from the socket and the screw head continued to dampen the liner, possibly resulting in liner failure. Staff found that the screw head had an effect on the excised liner debris. Infection: unknown. Sample: image will be provided later. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4). Associated medwatch-reports: ((B)(4) na766t); 9610612-2020-00198 ((B)(4) na766t).